Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory and stop of ventilation. Moreover, during the inspection it was discovered that ventilator generated a technical error codes indicating disabled valves, control printed circuit board error and disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).